Event description:
We received a report that a patient experienced an abnormal amount of dysphotopsia that is debilitating and interfering with her ability to drive at night. The patient frequently drives at night due to her occupation. Explanation of the iol, a tecnis multifocal zmb00u0260 is scheduled for (B)(6) 2015. The patient has another multifocal in her companion eye that will also be explanted. A separate MDR is filed for the companion eye.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was reported that the patient is scheduled to have an explantation of the intraocular lens (iol) in (B)(6) 2015. However, a follow-up was made to the customer on may 20, 2015, confirmed that the surgery did not occur and it has not been rescheduled. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient is scheduled to have an explantation of the intraocular lens (iol) in (B)(6) 2015. However, a follow-up was made to the customer on may 20, 2015, confirmed that the surgery did not occur and it has not been rescheduled.